Event description:
Integra rep reported on behalf of the user facility that suturable duragen was used to repair a chiari malformation. The pt required a re-operation. When the repair/revision was performed, the suturable duragen was gone. The detailed info was obtained later from the user facility: the pt originally had a repair of a chiari malformation and physician applied duraguard (not an integra product, manufactured by bio-vascular, inc). The physician observed granuloma around the edge of the duraguard and pseudomeningocele. Physician reoperated and placed suturable duragen and duraseal (not an integra product, manufactured by confluent surgical, inc) around the 4.0 silk suture lines. Physician performed a running suture. One week post op, pt developed a csf leak. The surgeon went back in at which time it was observed that the suterable duragen had dissolved except for the stitches. Duraguard was once again placed and the pt is reportedly doing fine. The three procedures were reported to have occurred within one month's time.